Manufacturer narrative:
Promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent struts were damaged and stretched in a proximal direction. The undamaged crimped stent od(outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. Device is combination product.

Event description:
Reportable based on device analysis completed on 22-jan-2019. It was reported that difficulty crossing lesion occured. Vascular access was obtain via radial artery. The target lesion was located in severely tortuous left anterior descending (lad) artery. Following pre-dilatation, a 2.75x38mm promus element plus stent was advanced but was unable to cross the lesion after a couple tries. The procedure was completed with another of different device. No patient complications were reported and the patient is doing well. However, device analysis revealed stent damage.